Event description:
During surgical procedure for right inguinal hernia the end of the trocar sleeve splintered and broke off in the pt. The incision was made larger and the broken piece was retrieved and removed. Pt had no further complications.